Event description:
Pt presented a few weeks post posterior cervical fusion c2-t2. CT scan revealed the right ti locking screw pulled out from the ti cancellous polyaxial screw, causing the rod to dissociate at c2. On the left side, the entire locking screw, polyaxial screw and rod construct was intact but the ti cancellous polyaxial screw had pulled out of the bone. The surgeon removed the hardware and replaced the screws without rods. At that time the pt was scheduled for a multi-level anterior discectomy and posterior fixation, which has since occurred.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.